Event description:
It was reported that the customer received a no delivery alarm, a battery out limit alarm, a bad battery alarm, as well as a low reservoir alarm. Troubleshooting occured. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.